Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Due to the subject device not being returned, and no additional information being provided about the event, investigation was unable to identify a definitive root cause for the reported event. E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their event. The customer stated that their unit would not power on. She went on to note that if she wiggled the connection, the monitor would function intermittently. At that point, tac confirmed that there was likely a power supply cable or monitor problem. The customer intends to have the facility's biomedical engineer evaluate the device and call to further trouble-shoot. At this time, the customer has not reached out to trouble-shoot. One attempt has been made by tac to reach out the customer, a message was left providing them with a call back number. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the olympus high definition lcd monitor would not power on. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.